Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat crease, and opening on anterior and white particles in the inner shell. A leak test and microscopic analysis were performed which identified a sharp opening on the valve bond edge and, and a void >1 mm in non-textured valve-to shell-bond area was observed. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp pattern opening on the valve bond edge of the device assessed as an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.